Event description:
Procedure: laparoscopic total gastrectomy. According to the reporter: a firing of the reload was applied to transect the stomach, leaving the duodenal stump intact. Approx 24 hours post operatively, the pt became ill and was taken back to theatre. A hole which ran along the length of the staple line was identified. The staple line looked intact. The hole was approx 5mm from the staple line and it looked fresh in appearance, as opposed to necrotic tissue. The hole was further described as clean with sharp edges, too early for a blowout. The pt subsequently expired. Further details have been requested.

Manufacturer narrative:
(B)(4).